Event description:
Information was received from a healthcare provider (hcp) and a consumer via a manufacturer¿s representative (rep) regarding a patient who was receiving 2500 mcg/ml of baclofen at 360 mcg/day via an implantable pump for an unknown indication for use. On (B)(6) 2017, it was reported that the patient was non-compliant and their pump had gone dry. According to the rep, the hcp saw the patient and reset the reservoir volume to 40 ml despite not refilling the pump in order to silence the alarms until they could get the drug. On (B)(6) 2017, the patient¿s pump was refilled with 40 ml of drug. The patient¿s dose was reduced, as it was suspected that the patient was naïve, and a 50 mcg bolus was programmed with a positive response from the patient. It was also reported that this incident was the second time that the patient had allowed their pump to go dry. The rep was unsure if the patient¿s current pump had run dry twice or if their previous pump had run dry. No symptoms were reported related to the pump; however it was reported that the patient was experiencing symptoms while taking oral baclofen. The patient reported that they felt as if they have multiple personalities and wanted to ¿kill [themselves]¿ being on the oral baclofen. The patient¿s concomitant medications included oral baclofen at an unknown dose and frequency additional information was received from the manufacturer¿s representative. The initial reporter information was reported. It was al so reported that the patient¿s pump had alarmed in late (B)(6), but the patient had missed their refill appointment for 2 weeks. The pump was confirmed as being refilled on (B)(6) 2017 with a 50 mcg bolus dose. The patient reported feeling the baclofen bolus within 10 minutes. It was also confirmed that the patient¿s first pump had run empty too.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare provider (hcp) via business partner. On an unspecified date, the patient was seen by an hcp and the pump's reservoir volume was set back to 40 ml even though the pump was not refilled. This was to silence the alarm until the provider could get the drug. On (B)(6) 2017, the hcp was concerned about the programming after the patient had left. On (B)(6) 2017, the patient's pump was refilled and programmed to deliver 300 mcg. The pump went dry on approximately (B)(6) 2017. On an unspecified date, the patient's pump was interrogated and found to be empty. Any pump alarms were turned off but the pump was left on. The patient was given oral baclofen and scheduled as soon as possible for a pump refill. The cause of the empty pump was due to the original prescriber of therapy leaving the practice. On (B)(6) 2017, the provider stated that the patient had been non-compliant with respect to keeping follow-up appointments. This was the second time her baclofen pump had gone empty over the course of her care. On (B)(6) 2017, the patient's pump was refill and she recovered. No additional information was provided and no further co mplications were reported/anticipated. Medical history includes: cervical spinal cord injury and muscle spasticity concomitant drugs: gabapentin, phenobarbital, restoril (temazepam), and baclofen (10 mg).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Event date is approximate. Updated to reflect the information received on (B)(6) 2017. Patient code (B)(4) replaced with patient codes (B)(4) due to the information received on (B)(6) 2017.

Event description:
Additional information was received on (B)(6) 2017 from the patient's healthcare provider (hcp). It was reported that the patient first started experiencing the empty pump on the 2nd week of (B)(6), but the patient was not seen by the hcp until late (B)(6), approximately the (B)(6). The patient experienced an increase in spasticity and pain as a result of the empty pump. The pump was interrogated and found empty. As a result, the alarm was turned off but the pump was left on. The patient was given oral baclofen and scheduled for a pump refill. It was noted that the pump ran out of medicine due to the hcp who originally prescribed the therapy leaving the practice.